Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 54 mg/dl at the time of the incident. The customer was at 60 mg/dl at the time of the call. The customer used food and was given intravenous fluids to treat. The customer was wearing the insulin pump during the incident. The customer was at 79 mg/dl, took a glucose tablet and woke up at 54 mg/dl, and believes the pump was over delivering. Troubleshooting was completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, self-test, unexpected restart error test and displacement test. Insulin pump passed the dat test at 0.08665 inches. Unit was received with cracked case at the battery tube threads. Unit was received with minor scratched display window and case.